Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in three sections. External insulation abrasions were found at 29cm to 29.8cm and at 7cm to 9.2 cm from the distal tip, consistent with friction to another device. The insulation was also broken in the area of the abrasion at 7cm to 9.2cm.

Event description:
It was reported that the patient received inappropriate therapy due to noise. Loss of capture was observed. Lead was explanted and replaced.